Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to an erosion. Reportedly, the device was exposed through the pocket due to the large size of the device. A debridement inside the pocket was performed. There was no additional adverse patient effects were reported. This device was explanted.